Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2019 at 12:00 pm the patient received a blood glucose result of "high". The patient experienced weakness.the patient replaced the infusion set, but blood glucose levels still remained high. On (B)(6) 2019 at 12:00 pm the patient went to the hospital. Upon arrival at the hospital the patient received a blood glucose of 552 mg/dl. The patient was diagnosed with diabetic ketoacidosis. The hospital treated the patient with an insulin IV. At 4:45 the hospital tested the patient and she received a blood glucose result of 164 mg/dl. It was discovered that the there was an air bubble within the insulin cartridge of the infusion device, which may have caused the elevated blood glucose levels. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged.